Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 11/29/2023, it was reported by a sales representative via (B)(4) that an ar-12990 knee scorpions spring to close the top jaw was broken. This issue was discovered during surgery, where another device was swapped, and the case was completed with no adverse effects to the patient.

Manufacturer narrative:
Complaint allegation was confirmed. One unpacked ar-12990 serial/batch number (B)(6) was received for evaluation. Upon visual evaluation, it was found that the instrument palm spring was disengaged. No functional test performed due to the damage to the instrument. The most likely reason for the reported failure is the wear and tear damage incurred over repeated usage.